Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the surgical notes described an uneventful primary surgery with positive assessements made in regard to leg length, cup position and rom. Pain can be caused for a variety of reasons some of which are given here: dislocation of the joint, infection, soft tissue impingement of the prosthesis, pseudo tumors due to particulate debris; length / offset discrepancy; loosening of the prosthesis; and/or fracture/breakage of the prosthesis. With the info currently provided, no cause for pain can be found. Further, no design deficiency can be identified. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain.